Event description:
Information was received from a consumer with an implantable neurostimulator (ins). It was reported the patient had an infection in the pocket site in (B)(6) 2016 and had to have aggressive treatment for this. No further patient complication was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.